Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a microcatheter, and a base catheter. During the procedure, the physician successfully placed one pod8 into the target location. The physician then advanced a pod6 to the target location. Next, the physician realized that the microcatheter was not in its intended location as the hospital staff had retracted the microcatheter to the iliac artery. Therefore, the physician decided to remove the microcatheter. While retracting the pod6 back into the microcatheter, the pod6 unintentionally detached within the base catheter and the splenic artery. A snare device was used to remove the pod6 and was unsuccessful. The physician then used a guidewire to trap the detached pod6. The base catheter containing the detached pod6 and the guidewire was removed. The procedure was completed at this point as the final angiogram confirmed that the vessel was successfully embolized. There was no report of an adverse effect to the patient. It was reported that the unintentional detachment of the pod6 was due to the microcatheter not being in its correct position.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.